Event description:
Skip to navigationskip to main content complaints complaints press spacebar to reorder. Home tasks complaints medical reviews mdrs mirs complaint complaint cmpl-00453963 path attachments no attachments available! Tabs details no of days for decision treeno of days for decision tree 0 dt completion datedt completion date (B)(6) 2022 complaint nocomplaint no (B)(4) classification codeclassification code 115 classification code descriptionclassification code description loss of connection sourcesource phone osvc ID numberosvc ID number 8794979 osvc reference numberosvc reference number (B)(4) osvc created byosvc created by (B)(4) record categoryrecord category complaint regionregion north america groupgroup north america - 115 psrpsr psr ownerowner ruby aspera statusstatus complaint review complete record typerecord type complaint pending medical reviewpending medical review pending medical review pending decision treespending decision trees pending decision trees pending dev investigationpending dev investigation pending dev investigation pending harpending har pending har pending update requestpending update request pending update request update request statusupdate request status no update request country of purchasecountry of purchase united states country of incidentcountry of incident united states city of incidentcity of incident na reporter organizationreporter organization na distributor unique complaint no (ducn)distributor unique complaint no (ducn) na distributor complaint datedistributor complaint date files added to complaintfiles added to complaint file name: (B)(4) gap confirmed 467.png file name:(B)(4)plot.png patient birthdate patient birthdate (B)(6) 2007 patient weightpatient weight age at the time of eventage at the time of event 15 reporter typereporter type parent pediatric or adultpediatric or adult pediatric age unitage unit years serious adverse event information (0) event descriptionevent description parent reported signal loss over 1 hour conclusionconclusion turned off and on bt still signal loss / sent tx , sensor replacement and rga kit (B)(6) 2022 rpersiveranda - call got dc (2x) , successfully contacted pt's parent alert datealert date (B)(6) 2022 event dateevent date (B)(6) 2022 date sensor inserted/applieddate sensor inserted/applied was IFU followed?was IFU followed? Na patient took apap/acetaminophen?patient took apap/acetaminophen? Na no of days since openedno of days since opened 25 download identifierdownload identifier pdaves download identifier typedownload identifier type accountname is patient using a receiver,mobile,both?is patient using a receiver,mobile,both? Smart device is the date exact or approximate?is the date exact or approximate? Exact insertion siteinsertion site na death reporteddeath reported death reported date of deathdate of death medical intervention/serious injurymedical intervention/serious injury medical intervention/serious injury rga created?rga created? Yes, the product is able to be returned rga reference numberrga reference number 11233676 rga follow up completed?rga follow up completed? No troubleshooting questions (6+) navigation mode pq no question answer (B)(4) is the patient using any other bluetooth accessories at the time of signal loss? No (B)(4) was the patient's transmitter successfully paired to the receiver or smart device prior to signal loss? Yes (B)(4) transmitter warranty expiration date (B)(6) 2022 (B)(4) what was displayed before? Signal loss (B)(4) did the signal return or is signal loss still displayed? Signal loss is still displayed (B)(4) what device(s) are displaying the signal loss? Smart device view alltroubleshooting questions product lineproduct line stt-oe-002 product line descriptionproduct line description g6 retail transmitter - IFU kit transmitter sub-componenttransmitter sub-component g6 transmitter: 9445-24 receiver serial numberreceiver serial number na product generationproduct generation g6 lot numberlot number 5290631 ncmr detailsncmr details ncmr-21-0323 manufacturing datemanufacturing date (B)(6) 2021 expiration dateexpiration date(B)(6) 2022 transmitter serial numbertransmitter serial number (B)(4) categorycategory transmitter product registrationproduct registration additional product information (0) data analysis summarydata analysis summary data investigation confirmed loss of connection on 02-03-2022. Allegation confirmed by dataallegation confirmed by data confirmed data analysis statusdata analysis status completed - manual platform data sourceplatform data source ios app g6 data available?data available? Yes manufacturer's narrative (b5)manufacturer's narrative (b5) it was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).